Event description:
It was reported that the tubing of an interlink paclitaxel set separated from the filter. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with the tubing below the filter housing missing. Upon microscopic inspection, it was noted that the filter housing outlet port appeared to be broken off. The reported problem was verified but the cause could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.